Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ 10ml syringe was discolored inside the barrel where the plunger was. The following information was provided by the initial reporter: "persistent problem with discoloration on the inside of the syringe where the plunger sits during shipping."

Manufacturer narrative:
H6: investigation summary two samples and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that one syringe had slight doctor blade ink lines circling the outside of the barrel. The doctor blade lines did not affect form, fit, function, or legibility of the syringe. Based on the investigation with the returned sample analysis the symptom reported could not be confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ 10ml syringe was discolored inside the barrel where the plunger was. The following information was provided by the initial reporter: "persistent problem with discoloration on the inside of the syringe where the plunger sits during shipping."